Manufacturer narrative:
(B)(4). The complaint for system error 2240 was not confirmed due to lack of sample. A batch review could not be performed due to the lot number being unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during drain 2 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp had not disconnected from the hc. The tsr checked the patient line and found that the connection was loose. The tsr cycled power to clear the system error 2240 ending therapy. The hp would notify the nurse of missed therapy. Baxter contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies, however, the cause of the alarm remained unknown. The hp said that when she went to take the cassette out of the hc that she noticed some moisture on the cassette. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, she had told her nurse about the problem. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. The hp said that she had used the last of the cassettes in the box and is now using a new box. No allegations were made against any of the hp's dialysis products.